Event description:
During a call for assistance with the insulin pump volume, the customer reported that he was hospitalized with a low blood glucose reading of 30 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currrently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.